Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (unknown model). Peri-procedure, the patient was anticoagulated with angiomax. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after tamping, the physician noticed there was sealant on the distal end of the advancer tube. The patient was converted to approximately 10 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. On (B)(6) 2013, the aci sales professional reported that approximately half ot he sealant was on the advancer tube.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle with the introducer sheath pulled back against the shuttle. A segment of sealant covered the balloon proximal bond. Blood was observed on the distal end of the sealant. The advancer tube was inside the shuttle cartridge. This received condition indicated an incomplete engagement of the advance tube - this differed from the narrative description. The narrative stated that "after tamping, the physician noticed there was sealant on the distal end of the advancer tube." If the tamping step was performed, it would be expected that the advancer tube be fully engaged to the distal tamp lock. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp lock. Subsequent to shuttle down, the proximal end of the sealant was found wedged between the advancer tube and inside wall of the shuttle cartridge. The catheter shaft and shuttle cartridge were inspected for presence of adhesive and kinks. Adhesive fillet was observed around the distal edge of the proximal tamp lock. The review of the lhr (lot f1230403) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause for the reported failure to deploy could not be conclusively determined.